Event description:
This pt underwent orthodontic therapy with (B)(6). It is my assessment as an orthodontic professional that a medical device is being prescribed to straighten her teeth without being under the supervision of a trained dentist / orthodontist. She was charged $2000 for a service that left her teeth crooked and the heights of her front teeth, which had been previously aligned well, now uneven and unesthetic. So she is actually worse off now, than when she started. She now has to seek re-treatment in my office and under my direct care. Had (B)(6) done more than just mail her some plastic trays, she could have had a nice result and not wasted her money. Unfortunately, they are practicing without a license and offer no supervision of the case. I do not believe she was offered any options to continue her treatment, alternatives to their prescribed treatment, or retainers to hold her teeth in position. They state in their press releases that 750,000 pts have been successfully treated, but offer no measure by which these cases have been evaluated. If this pt shown here is a success, then it is no wonder they have come up with that number. What we sadly see more commonly, is pts are biked out of $2000 and more often than not left with incomplete orthodontic care and no options or recourse. Please see the attached photos and x-rays that depict the final "successful" result of this pt's treatment. Clearly it is below the standard of care for any dental professional and thus this pt should be entitled to a refund at a minimum and legal recourse ideally. FDA safety report ID# (B)(4).